Manufacturer narrative:
A field service engineer (fse) was dispatched who who follow-up with the customer over-the-phone to address the reported event. Fse suggested making new wash and performing multiple primes.fse called customer back and instrument working with no purge errors on wash probes. No further action required by field service the most probable cause of the reported event was due to operator reagent error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported probe 1 purge failure with their aia-1800 analyzer.a field service engineer (fse) was dispatched on 23-mar-2017, to address the reported event, which resulted in delay in reporting of afp patient results.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.